Manufacturer narrative:
Evaluation codes, results: graft occlusion. Fibrous thrombin cap. Conclusions: fibrous thrombin cap. Other (secondary intervention).

Event description:
A talent abdominal stent graft system was implanted emergently in a patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported there was an occlusion from the flow divider down to the end of the stent graft. There is most likely a fibrous thrombin cap at the flow divider. The physician believes that occlusion most likely started in the native vessel distal to the ipsilateral iliac stent graft and worked its way up into the stent graft. The physician elected to place two self expanding stents at the flow divider, a balloon expandable stent at the distal end of the stent graft and used an angiojet to remove the thrombosis. No additional clinical sequelae were reported and the pt is fine.